Manufacturer narrative:
The t:slim user guide states, "always make sure that the correct time and date are set on your pump. When editing time, always check that the am/pm setting is accurate. Not having the correct time and date setting may affect safe insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the customer set the pump time incorrectly. Tandem technical support guided the customer through adjusting the pump time. There was no known impact to the customer's blood glucose level.